Manufacturer narrative:
Product event summary a partial delivery catheter was returned and analyzed. The catheter shaft was torn. The shaft on the hub of the delivery catheter was spiral slit. Visual analysis of the delivery catheter indicated damage during use. The analyst noted a partial delivery catheter was returned with only the hub portion of the delivery catheter. Slitting did not start on the centerline of the hub of the delivery catheter. The hub of the delivery catheter was spiral slit. Slitting occurred near the handle on the hub of the delivery catheter. The shaft of the delivery catheter was torn at 7.2 centimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the delivery catheter, when slitting the catheter broke/sheared just distal to the white hub. No action was taken. No patient complications have been reported as a result of this event.